Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 11-173662, m2a 38mm mod hd std nk, lot # 540660. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection showed the head to be scratched and the rim to be dented. The cup was found to be scratched on the inner radius and shows sign of wear. The stem was not returned. Quantitative analysis was run however might have been subject to small, but difficult to quantify, errors. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08541.

Manufacturer narrative:
(B)(4). Concomitant products: item #unk, unknown head, lot #unk; item #unk, unknown stem, lot #unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2016-04786, 0001825034-2017-05077.

Event description:
It is reported patient was revised approximately 8 years post-implantation due to adverse reaction to metal debris (armd) and mechanical complication of the joint prosthesis.